Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cyclobenzaprine, gabapentin, oxycodone, promethazine and tramadol. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), mood swings ("mood swings"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, 4 years 1 month after insertion of essure (ess205), the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), endometriosis ("endometriosis"), anxiety ("anxious"), depression ("depressed"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), kidney infection ("infection: kidney"), weight decreased ("weight loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2007. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, menstrual disorder, endometriosis, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, mood swings, kidney infection, migraine, headache and weight decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, kidney infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: the dye extended into the corneal bilaterally and stopped at the essure devices showing bilateral tubal occlusion and confirming this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6)2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events hair loss, vaginal bleeding, fatigue,endometriosis. Menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cyclobenzaprine, gabapentin, oxycodone, promethazine and tramadol. In january 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), mood swings ("mood swings"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, 4 years 1 month after insertion of essure (ess205), the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), endometriosis ("endometriosis"), anxiety ("anxious"), depression ("depressed"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), kidney infection ("infection: kidney"), weight decreased ("weight loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, menstrual disorder, endometriosis, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, mood swings, kidney infection, migraine, headache and weight decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, kidney infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: the dye extended into the corneal bilaterally and stopped at the essure devices showing bilateral tubal occlusion and confirming this diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events hair loss, vaginal bleeding, fatigue,endometriosis. Menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events abnormal bleeding (vaginal, menorrhagia), apareunia, fibromyalgia, dental problems, dysmenorrhea, dyspareunia, hair loss, hormonal changes: mood swings,infection: kidney, migraines/headaches, pain, weight loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain'), genital haemorrhage ('abnormal, heavy bleeding') and kidney infection ('infection: kidney') in a 30-year-old female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cyclobenzaprine, gabapentin, oxycodone, promethazine, salbutamol (albuterol hfa) since (B)(6)2014 and tramadol. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), alopecia ("hair loss"), mood swings ("mood swings"), migraine ("migraines") and headache ("headaches"). In 2007, the patient was found to have weight decreased ("weight loss"). On (B)(6)2011, the patient experienced fibromyalgia ("fibromyalgia"), 4 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), endometriosis ("endometriosis"), anxiety ("anxious"), depression ("depressed"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2007. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, kidney infection, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, menstrual disorder, endometriosis, anxiety, depression, female sexual dysfunction, fibromyalgia, tooth disorder, alopecia, mood swings, migraine, headache, weight decreased, hormone level abnormal, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, kidney infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: the dye extended into the corneal bilaterally and stopped at the essure devices showing bilateral tubal occlusion and confirming this diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events hair loss, vaginal bleeding, fatigue,endometriosis. Menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received : new events - hormonal changes, abdominal pain and bladder/urinary problems were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), endometriosis ("endometriosis"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (plaintiff had total hysterectomy with removal of essure device in 2007.). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, endometriosis and depression outcome was unknown. The reporter considered anxiety, depression, endometriosis, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement of iud most recent follow-up information incorporated above includes: on 14-nov-2017: follow up report: new events abnormal, heavy bleeding, severe pain, endometriosis, anxious and depressed and also product stop date was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstrual bleeding") in a female patient who had essure (ess205) inserted for female sterilization. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (in 2007, plaintiff underwent a hysterectomy). At the time of the report, the menstrual disorder outcome was unknown. The reporter considered menstrual disorder to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.